Event description:
Lead not used at attempted implant due to positioning difficulties and impossibility to engage the lobes when 0.014" stylet is inserted. Another lead was implanted. Edited (B) (6)-2010: it was reported, after insertion of the stylet, it was not possible to engage the lead. Constant lead positioning difficulty was encountered. Consequently, this lead was explanted and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon visual inspection, it was noted that there was blood/body fluid in the distal conductor (not obstructed). Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.